Event description:
Patient arrived in ot gym, positioned wheelchair and initiated pressure relief in tilt-in-space wheelchair. The backrest of chair continued to recline toward floor with patient falling back; multiple therapists immediately responded to prevent the patient from reaching the floor. The patient was supported while a hoyer lift was retrieved to transfer the patient to a stretcher. The patient reported no complaint of pain or discomfort after incident. Md notified and the patient returned to room. Overhead lift was used in room to transfer the patient to the bed until examined by md. Manufacturer response for wheelchair, wheelchair (per site reporter): manufacturer is aware. The affected device was sequestered at the facility until the manufacturer can review.